Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total hip procedure when the irrigation tip came off and fell into the wound site. The tip was removed by hand and the procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded the device.